Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days (B)(6) 2021 per the timestamp). Total loss of power events coincident with power cable disconnect, no external power, and low power hazard alarms were intermittently active seven times throughout the log file. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu) and are consistent with the reported event of the patient unplugging the mpu to walk to the bathroom. The no external power alarms activated due the voltage across both cables simultaneously decreasing to 0.0v in approximately 5 seconds. The backup battery supported the system during these events. The alarms cleared once power was restored, and pump operation was not affected. The alarm cleared shortly after activating. No other notable alarms were observed in the log file. Additional information provided on 27aug2021 stated that none of the devices involved with this reported event would be returned for evaluation. The root cause for the reported event was conclusively determined to be due to the patient disconnecting the mpu from its power source. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect, and low voltage hazard alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-04944 & 2916596-2021-04946.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was noted on the event log that the patient had: pump stops on (B)(6) 2021 at 19:07:55, (B)(6) 2021 at 23:23:17, and (B)(6) 2021 at 8:17:31. Also noted no external power alarms on (B)(6) 2021 at 9:27:21 and 9:45:18, and (B)(6) 2021 at 1:41:20, 7:55:09, 8:01:09, 10:51:37, and 11:14:00; and low voltage hazard alarms. The patient reported disconnecting the driveline from the system controller to untangle themselves and disconnecting the mobile power unit (mpu) from power to walk to the bathroom.